Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. Moisture damage was noted on the motor assembly.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was unknown. The device was not exposed to high magnetic field. Alarm was cleared. Customer was advised to disconnect from the device. Alarm occurred four times in the last month. Customer does not use the sensor feature. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.